Event description:
It was reported approximately two weeks post procedure implant of the subject flow diverter stent, the patient suffered an allergic reaction. No other information is available.

Manufacturer narrative:
Due to the automated mes/DHR (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated the stent device used in the procedure was a flow diverter 3.25mm x 15mm. The date of the surgery to implant the stent to treat the brain aneurysm was (B)(6) 2022. Symptoms started to occur in the patient within 2 weeks post-surgery. It was reported the procedure was not completed successfully because the patient is now paralyzed due to an allergy to the stent. There was no surgical delay in the initial surgery. The directions for use (dfu) includes a warning ¿persons allergic to nickel, cobalt chromium or platinum tungsten metal may suffer an allergic response to this system¿. An assignable cause of anticipated procedural complication will be assigned to the reported event of patient allergic reaction as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported approximately two weeks post procedure implant of the subject flow diverter stent, the patient suffered an allergic reaction. No other information is available.